Event description:
During a preventive maintenance (pm), the thermogard ivtm system (sn (B)(4) displayed mid:09 (air trap assembly) and tcmid:06 (ce post failure) error messages. Glycol was discolored green. No patient involvement.

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(6) displayed a mid:09 (air trap assembly) error message was confirmed based on the event log review but not during the functional testing. The root cause of the mid:09 error was due to liquid spills into the air trap holes, likely attributed to user mishandling. There was no history of complaint reported for a start-up kit (suk) leak from the customer since 2011. The secondary reported complaint of the thermogard xp ivtm system displayed tcmid:06 (ce post failure) error message was confirmed based on the event log review and during functional testing. The root cause of the reported issue was the defective cooling engine (ce) as a result of normal wear and tear. The thermogard console is a reusable device and was manufactured in october 2012, and it is almost 10 years old, well beyond its expected service life of 5 years. Visual inspection was performed and noted that the assembly top lid was cracked, and the assembly cold well gaskets were degraded (turned yellow), cold well cap and pan drip were missing, pump lid is loose, white rollers are worn and the display head's lithium coin cell was 4 years old. The observed issues are unrelated to the reported complaint. The probable cause could be due to the normal wear and tear or could be due to mishandling, as no preventive maintenance (pm) was performed on the console for the last four years. The damaged and missing parts needs to be replaced to address the observed physical damages and missing parts. The loose pump lid needs to be tightened. Event log data review was performed and showed multiple mid:09 and tcmid:06 error messages to have occurred around and on the customer's reported event date, thus confirming the reported complaint. To remedy mid:09, the air trap holes needs to be dried out from the liquid spills. The system failed preliminary functional testing during the power-on-self-test (post) due to the tcmid:06 error message, thus confirming the reported complaint. The cooling engine needs to be replaced to remedy the fault. The mid:09 (air trap assembly) error message was not replicated. The service was not performed because the customer declined the quote for repair. The platform will be returned to the customer unrepaired and labelled "not for clinical use". Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with a serial number (B)(6).